Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the consumer; therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Screw at the tip of the oral-b electric brush head came loose/jumped out [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) year old consumer described that the screw at the tip of the oral-b brushhead, version unknown that keeps the brush head attached to the oral-b rechargeable toothbrush, version unknown came loose/jumped out. The consumer stated that the brush part started to swing at the tip of the stem, and the brush could no longer be used. The consumer asserted that the toothbrush was almost new. No symptoms developed. (B)(6) 2015 received follow-up from consumer: the consumer reported that it was an oral-b precision clean brushhead that was compatible with rotating oral-b toothbrushes. The brushhead had been in use for a month, and the toothbrush had not been dropped.